Event description:
Pt in ccu2 was on (B)(4) when it had a controller error at 11:44:37 and resolved at 11:44:54. Decision was made to switch to a backup console. Pt was switched from (B)(4). (B)(4)encountered an immediate purge failure where purge motor was not running. A new cassette was inserted (B)(6) without resolution of purge failure. Switched back to (B)(4) until a new backup console was retrieved. Pt then switched to (B)(4) without issue. Abiomed ¿please pull the logs from (B)(4) to determine why the controller error occurred. And let us know when we can expect the loaners to arrive. Reference report: mw5152900.